Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient's receiver did not alert. Patient stated that they experienced a hypoglycemic event and the paramedics were contacted on (B)(6) 2014. Patient stated that the paramedics administered a glucose shot. No further medical intervention was necessary.